Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via a manufacturer representative on 2019-aug-22. It was reported that the pump and catheter were removed due to no meds being in the pump when 23 were expected. It was also noted that the expected volume at removal was 26cc, and less than 1cc was the actual volume. It was thought that either the pump was overinfusing or the patient was accessing the pump. Upon explant, the pump septum looked damaged. It was noted that the patient denied accessing the pump and no overdose symptoms were reported. The issue was unresolved at the time of report. The patient's status at the time of report was alive - no injury. The patient's medical history included chron's disease and the patient had a colostomy bag in place and had a partial colon removal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-july-16, information was received from a manufacturer representative (rep) regarding a patient receiving fentanyl (300 mcg/ml, 140 mcg/day also reported as 120 mcg/day) via an implantable pump for non-malignant pain and other chronic/intract pain. Information received reported two volume discrepancies. The first on (B)(6) 2019 was actual reservoir volume (arv) = 0.2 ml and expected reservoir volume (erv) = 22.8. The second on an unknown date was arv = 0 ml, erv = 13.1. The reservoir volume injected at the last refill was 40 ml. There were no reported patient symptoms. No further information provided.

Manufacturer narrative:
Analysis of the pump ((B)(4)) found slight damage to the septum with no leaking seen during analysis. Analysis of the catheter ((B)(4)) found damage on the catheter body which is consistent with explant damage. The damage did not affect the performance of the catheter. The previously reported method code 4117 no longer applies to this event and has been updated to 10. The previously reported results code 3221 no longer applies to this event and has been updated to 213. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-aug-02, additional information was received from an healthcare professional (hcp). The cause of the volume discrepancy was requested, the hcp stated, "unknown - suspect patient accessing pump". The actions taken to resolve the event was "explant".